Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated ammonia results on 5 patients generated on the alinity c analyzer. The customer stated the results were reported in umol/l in their system but that the alinity c analyzer is configured with ug/dl. The results provided were: on (B)(6) 2019, sid (B)(6): alinity =76 ug/dl, in the system, it was reported as 76 umol/l, when converting by 0.587 = 44.61 umol/l (reference range up to 65 umol/l); on (B)(6) 2019, sid (B)(6) = 94 ug/dl, reported as 94 umol/l, converting by 0.587 = 55.17 umol/l; on (B)(6) 2019, sid (B)(6) = 98 ug/dl, reported as 98 umol/l, converting by 0.587 =57.52 umol/l; 1 on (B)(6) 2019, sid (B)(6) = 77 ug/dl, reported as 77 umol/l, converting by 0.587 = 45.19 umol/l; on (B)(6) 2019, sid (B)(6) = 80 ug/dl, reported as 80 umol/l, converting by 0.587 = 46.96 umol/l. There was no reported impact to patient management.

Manufacturer narrative:
The cause of the customer's issue was determined to be the ammonia ultra reagent. Abbott is not the legal manufactruer of this product and does not have reporting responisibility for mdrs. The legal manufacturer, sentinel, milano, italy was notified of this event on 22jul2019. Based upon this new information, this complaint is no longer a reportable event.